Manufacturer narrative:
The returned device was evaluated and the pod was received with the cannula assembly fully deployed. Corrosion was observed on the pcb assembly and mechanism rails. Initial attempts to download the data from the pod were unsuccessful as measurement of the battery voltages found all three battery voltages to be lower than expected. An external power supply was attached to the pod in an attempt to establish a connection with the master pdm. This attempt was unsuccessful. The pcb assembly was removed from the pod chassis and attached to the power supply, however this was also unsuccessful. The pod data was unable to be obtained as the pod could not establish connection with the master pdm. Inspection of the fluid path found a tear in the unexposed portion of the soft cannula, resulting in fluid leaking inside the device. The internal leak contributed to the corrosion observed and the inability of the pod to connect to the master pdm. The soft cannula tear and resulting internal leak prevented the proper delivery of insulin.

Event description:
A patient reports while wearing a pod between 3 and 4 hours their blood glucose level had rose to over 250 mg/dl.